Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent air bubbles were observed within the infusion set tubing. Customer's blood glucose (bg) ranged from 200 mg/dl to above 500 mg/dl with moderate but life threatening ketones; cause was unknown. Customer changed the pump supplies to address elevated bg levels and air in tubing. Reportedly, customer reverted to manual injections for insulin therapy.